Manufacturer narrative:
The report stated that lead a was revised due to migration. Confirmation of lead migration, by the lab, cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient reported any such occurrences prior to the lead migration. The cause for the event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reportedly, patient¿s leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored post op.